Manufacturer narrative:
A software analysis was initiated to determine the cause of the reported issue through log analysis. Analysis was determined to be inconclusive based on the information provided and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: correction: initial reporter updated a manufacturer representative went to the site to test the navigation system. The main cable was replaced at the time of the system checkout. The system performed as intended. The replaced cable was returned for analysis. Through visual and functional testing it was confirmed that the cable was fully functional. No failure was found with the replaced and returned part. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that there was no surgical delay at the time of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a fess procedure. The rep indicated that during a case the system was powering off without reason. The system was then powered on, but would keep powering off for no reason. This issue continued throughout the case. There was no impact on patient outcome as a result of this issue, but the delay in surgical time is unknown at the time of this report. At a later date a rep tried to replicate the behavior, but was unable to. The rep did notice some minor discoloration on the power cable.